Manufacturer narrative:
Manufacturing review:a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as an 8mm x 4cm balloon. The catheter was stretched and bunched throughout its length, likely indicating retraction issues. The distal end of the balloon was extending past the distal end of the sheath and was noted to be bunched. Frayed fibers were identified distal to the glue joint. The catheter shaft was kinked throughout the length of the device. However after review of the preliminary pictures, the manner in which the device was packaged for return may have caused the kinks. No kinks were reported by the user. No other anomalies were observed to the device at this time. The distal tip of the introducer sheath was observed to be flared, indicating retraction issues. No other anomalies were observed to the sheath. Functional/performance evaluation: no further functional evaluation could be performed due to the poor sample condition. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review:images/photos were not provided; therefore, a review could not be performed. Conclusion: the device was returned within the customer's introducer sheath. Based on the condition the sample was received, the investigation is confirmed for sheath related retraction issues and frayed fibers. The investigation is inconclusive for deflation issues, as functional evaluation could not be performed due to the poor sample condition. The inability to fully deflate the balloon likely lead to the retraction issues. However, the root cause for the reported issue is unknown. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Applying excessive force to the catheter can result in tip breakage or balloon separation. Use of the conquest pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. Potential adverse reactions: additional intervention. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post the fifth inflation during an angioplasty procedure, the pta balloon allegedly failed to deflate in the venous anastomosis of an a/v graft, lower left arm. There was reported difficulty in retracting the balloon through the introducer sheath; therefore, the balloon and the sheath were removed as one unit. Reportedly, the balloon was exchanged for another and the procedure was completed. There was no reported patient injury.

Manufacturer narrative:
No medical records and no medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device has been returned for evaluation. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that post the fifth inflation during an angioplasty procedure, the pta balloon allegedly failed to deflate in the venous anastomosis of an a/v graft, lower left arm. There was reported difficulty in retracting the balloon through the introducer sheath; therefore, the balloon and the sheath were removed as one unit. Reportedly, the balloon was exchanged for another and the procedure was completed. There was no reported patient injury.